Event description:
The following information was reported: post procedure, the physician was closing the right common femoral artery and the balloon was noted to have ruptured during pull back prior to making contact with the sheath. A second mynx was opened and used successfully. There was minimal calcium noted. Additional information: the black marker on the inflation indicator was fully exposed; no resistant while inserting/pulling back procedure type: intervention; vessel type/size: peripheral/6mm; stick location: medium; sheath size; 6f.

Manufacturer narrative:
Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. (B)(4). Pi number is unknown as the lot number was not provided.